Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2006; 4193, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited post-pace t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.